Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 560 mg/dl. Customer did not addressed bg level. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.